Event description:
A 22mm diameter x 13mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted for the treatment of a 3cm abdominal aortic aneurysm in 2001. It is reported that the diameter of the proximal non-aneurysmal aortic neck was 18mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck measured 11cm. The iliac vessel morphology is unknown. The pt has a history of cva, cad, and hypertension. It is reported that the pt was not a surgical candidate; therefore, the patient was treated with a stent graft to help control the showering of thrombus to the feet. It is reported that the pt had extensive thrombus in the aneurysm and the aorta with a large amount of thrombus concentrated in the iliac aortic bifurcation. It is reported that the left iliac artery was accessed to deploy the main body of the stent graft. The physician need to go up and over the septum and this was done without any diffuclty, however, the left external iliac was dissected. A 12x40 wallstent was used to repair the dissection with no furhter complications. The pt had good palpable pulses in both feet post procedure. Successful outcome (exclusion of aneurysm) was achieved. It is reported that the pt tolerated the procedure well. It is reported that the pt had to have one toe removed one day post implant due to showering of thrombus during the procedure. The physician reported that the pt presented with no feeling in the legs and paraplegia on the day of event, at an unknown time post implant. Eleven days later the pt was still paraplegic and was scheduled for a MRI later in 2001. It is reported that the physician felt that the paraplegia may have been related to the pt's anatomy involving an aberrant artery which feeds the spinal cord and through which showering thrombus occurred during the stent graft placement. It is reported that as of one week ago, the pt has recovered full use of the pt's right side and has 75% recovery on the left with some residual numbness in the left leg. It is expected that the pt will have full recovery. It is reported that the physician fully informed the pt of the risk of paralysis attributed to the endovascular treatment and/or open repair surgery.